Event description:
An issue with recharging a pt's device was reported. It was noted that the pt spent 6 to 7 hours recharging until the device battery indicator became fully shaded. The pt was able to get all shaded efficiency boxes when recharging. After the pt turned the device on the next day/following a recharge session, the pt programmer indicated that the device battery needed to be charged. The pt initially would charge their device every 1 to 1.5 weeks. The pt was noted to have used therapy off and on during the day, depending on pain. Neither the amount of usage of the device, nor the device settings had been changed. It was further indicated that a pt had lost weight, and had to have surgery to have their device implanted deeper 3 to 4 months ago. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4)